Event description:
During the second part of the staged embolization of a right internal carotid artery (ica) aneurysm, six coils were placed without issue to occlude the aneurysm. Due to the migration of the stent placed in the first part of the procedure, the physician was advancing a second stent (subject device) to the lesion when guidewire access was lost when the stent delivery system was at the level of the aorta. The access was regained and as the physician prepared to advance the stent delivery system, it was noted that the stent distal tines were protruding from the distal end of the guide catheter. The guide catheter, stent delivery system and guidewire were withdrawn as one unit. As these passed through the aorta, more of the stent was observed to protrude from the guide catheter. The stent prematurely deployed in the right iliac artery and was free in the lumen. The physician determined to take no action regarding the stent. However, during the manipulation of the sheath, the stent moved proximally into a curve within the vessel. This was considered a favorable position and angiography demonstrated the patency of the iliac artery. There was no consequence to the patient.

Manufacturer narrative:
Additional information from the user facility stated the patient recovered from the anesthesia with a full neurological status with no deficits and was following commands and moving limbs. The patient was discharged home the following day. Related to manufacturer report: 2939204-2009-00553 for neuroform 3 stent delivery system.